Event description:
Subsequent to the initially filed report, the following information was received: a second prostyle device was received by the abbott returned goods lab. Analysis of the device found that the suture was partially exposed from the guide tube and the posterior needle tip was ejected [suture retrieval issue]. Follow-up with the account provided no information regarding this device. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed to the returned device. The reported suture break was not confirmed as the suture was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture break. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transcatheter aortic valve replacement interventional procedure with a 6f sheath. Reportedly, the knot broke. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.